Manufacturer narrative:
RMA issued. Replacement monitor shipped to site (B)(4) 2013. Medtronic representative following-up at site performed a registration on a demo model and was unable to reproduce the reported issue. After trouble-shooting the system, still could not replicate the reported behavior. No physical damaged to the monitor was found. Confirmed replacement monitor resolved the issue.

Event description:
A site representative reported that, while in a cranial procedure, the navigation system touch screen monitor display was 'bouncing' in the upper right corner. The mach cranial software unexpectedly reverted back one screen during navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.